Event description:
As reported per the edwards field clinical specialist (fcs), during a transaortic tavr procedure, the valve was positioned 50:50, but landed 60:40 ventricular, with 2+ central aortic insufficiency (cai) and no paravalvular leak (pvl) . The surgeon did not like the position of the valve. Per report, it appeared that the wire was holding the leaflet open. After lengthy discussion, the patient¿s pressure began dropping, so the surgeon wanted to place a 2nd valve. A second 26 mm sapien was prepped and positioned one stent cell more aortic than the initial valve. Post deployment position was 1-2 mm more aortic than the first valve. The echo still showed 2+ cai. Once again, it appeared that the wire was holding the leaflet open. This time, the wire was pulled back and the cai resolved. The patient had no cai/pvl, and tolerated the procedure very well. Per report, the cause of the cai was the wire held the valve leaflet open.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, it was indicated that the cause of the central aortic insufficiency (cai) was the wire pinning the leaflet. Once the wire was removed, the cai dissipated. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4)basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review.